Manufacturer narrative:
On february 9, 2020, mentor became aware of the following information: date of event was on (B)(6) 2019, patient age at the time of event was 64, and patient's race was white. Mentor also became aware that the patient had undergone bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 7731756, sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9375567, sn: (B)(6). Concomitant device: 405cc mentor memorygel breast implant catalog: 3507405mc, lot: 6878845. The mentor failure analysis lab has received the device for evaluation on 2/4/2020 under a duplicate complaint file. Reason for device explant and/or reoperation: capsular contracture. On 2/20/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed a crease in posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code: 350-7405mc and lot number: 5612806) is a concomitant device, therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation revision with a 405cc mentor memorygel breast implant on the left side, suffered capsular contracture; baker grade unknown, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).